Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high defibrillation lead impedance. In addition, the rv lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 4076 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.